Event description:
It was reported that the patient experienced a pain episode in his abdomen with his inflatable penile prosthesis. Then, the device lost fluid, resulting in inability to cycle the prosthesis. The patient underwent surgery to replace the device.